Manufacturer narrative:
Analysis found handpiece cannot be tested for heating issues as the handpiece failed test (est over). Inspection during disassembly, shaft assembly found corroded, nose cone and nose bearings found corroded. Handpiece needs full rebuilt. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the drill is heating up and is getting too hot to handle during operation. No patient or staff impact.